Event description:
It was reported that the caller was updating their insulin pump time and personal settings. There was no adverse impact to the customer¿s blood glucose level as previous settings did not result in any extreme blood glucose readings. Technical support assisted the caller in correcting the pump time and advised them to monitor the situation, suggesting follow-up action if the time discrepancy recurred.